Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported that after performing a blood draw from a peripheral IV connected to a maxzero, blood leaked and splattered on a clinician's uniform top. There was no report of clinician or patient harm. A photo received from the customer appears to show blood entrainment within the body of the needle free valve; some staff reported difficulty clearing the valves when flushing. The customer additionally provided a generalized report of ongoing fluid and blood splashing with blood draws and "spitting back" after disconnection. Some staff felt this was due to the variation in clamping sequence used by different nurses.

Manufacturer narrative:
No product was returned for investigation. The customer¿s report of a leak was confirmed per pictures received from the customer. The first picture shows blood or fluid located on the top surface of the maxplus. The second picture shows blood spots splattered on the staff¿s white t-shirt. The root cause of this failure was not identified.